Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The DHR was reviewed by the supplier and no discrepancies were found. There was one other event for the reported lot. The returned device was shipped to the supplier, (B)(4), for evaluation. The supplier confirmed the event. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. No further investigation is required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.